Manufacturer narrative:
Continuation of d10: product ID hh90t01, serial#(B)(6), product type mobile platform; product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they dropped their handset on the carpet yesterday, the back came off, and the battery flipped out. Today, the handset was not functioning properly. The agent transferred the patient to sunmed, but the patient was transfer back to pats (patient and technical services) because the patient said the handset did not work for 3 months prior to being dropped on the floor. The patient stated the handset was stuck at 91% and they could not get the bolus and had to lift their legs up to connect with device. A replacement handset was requested from the repair department because the handset was not connecting. No patient injury reported.